Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search found additional complaints against the 1823101 and the 1235911 lot codes. Per wi-(B)(4), revision c, a review of the device history records is no longer required for these products. A complaint database search finds no other reported incidents against the remaining product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient revised for infection. Update rec'd(B)(6) 2012 - litigation alleges that the implant released metal ions and particles into patient's blood and tissue and bone surrounding the implant. As a result, patient has been experiencing severe pain, discomfort, and inflammation in thigh and groin. Additionally, it is alleged that patient experiences a popping and snapping sensation in hip-joint when walking or moving to and from a sitting position. Update rec'd (B)(6) 2012 - pfs and medical records received. Part/lot was provided. A correct doi and dor were given. This complaint is for the right hip. After review of the medical records the patient suffered a dislocation on (B)(6) 2004, so the head and liner are being reported now for dislocation. The patient was then diagnosed with a hip infection and all implants were removed and spacers were placed (B)(6) 2009. The patient was then revised on (B)(6) 2009. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
This is a duplicate report of 1818910-2012-15028. This report, 1818910-2014-19684, will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2012-15028. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.